Event description:
It was reported that during a cryoplasty procedure, the balloon failed to deflate. The 60% stenotic lesion was located at the take off for the profunda in the non-tortuous and moderately calcified common femoral artery. The physician advanced the .014-4x60mm polarcath balloon catheter to the lesion and successfully completed the first inflation treatment phase. When the system released the gas, the balloon failed to deflate. The physician attempted to use a syringe to pull a negative pressure, but failed. The physician then observed that the hub was cracked. The physician then covered the hub with durabond and was then able to pull a negative pressure and deflate and remove the balloon. Fixing the hub took about ten minutes. There were no patient complications. The procedure was completed with a regular percutaneous transluminal angioplasty and the deployment of a stent. Patient status is reported as "fine".